Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/19/2015.

Event description:
Procedure type: according to the reporter: bleeding. The operations was conducted as normal. The instruments worked without malfunction. There were no incidents during the operation. There was no use of reinforced material during operation. Post op. The patient started to bleed. (No info on how many hours after op.) The patient was moved to intensive care. Patient bled a lot.(not specified) received 10 sag , plasma , cyclocapron. The patient was not re-operated. No tissue loss or damage in conjunction with the bleeding. The patient spent 9 days in hospital. Patient back at hospital for health check (B)(6) 2014 , status ok.